Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: arcing occurred in the charge circuit during a charge in 2008. The result of the arc was damage to the charge circuit leaving the device unable to charge. Because of the extent of the damage the root cause could not be determined.